Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to the verify screen with lines observed on the display. Defective display connector wire was found. Unrelated to the complaint, the display was also observed to be dim and discolored. The verify screen was clear and legible when the pump screen was replaced with a test screen. When the pump casing was opened, evidence of moisture intrusion was observed inside.